Event description:
It was reported that during a stenting treatment procedure, withdrawal resistance and stent damage occurred. The procedure treated the 90% stenosed target lesion located in the moderately calcified and severely tortuous distal left circumflex artery. After pre-dilation, a 3.0x20mm promus element stent was advanced for treatment but was not able to cross the lesion. During removal, resistance was met and the stent was damaged. The procedure was completed with two promus element [2.5x12mm, 3.0x12mm] stents. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. (B)(4).